Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with a neurostimulator (ins) for failed back syndrome and spinal pain. It was reported that the patient¿s device wasn¿t working. It was reported that the patient has an appointment with their healthcare provider tomorrow and they requested for a manufacturer representative to be there as well. It was reported that the patient has two different group programs, a and b. Group a was a constant flow, which the patient couldn¿t feel and group b was a pulsation, but currently they could only get group d. It was reported, that on (B)(6) 2017 the settings were decreased however, they were trying to increase the pulsation and were pushing all kinds of buttons.the patient needed to make an adjustment in their settings because they were staying at their son¿s place and slept on the couch, which was unlike their select comfort bed they had at home. They needed to adjust the settings to get the right amount of ease. Some troubleshooting was performed over the phone, and the patient was able to switch to program a, which was the program they had wanted. It was reported that the setting was at zero, however after switching it they reported feeling pulsation in their crotch and in the left foot (B)(6) 2017. It was reported that the patient was able to stop this and then switched to program b, but the patient reported that ¿it still wasn¿t right, they didn¿t want to in crease the intensity but rather the pulsation¿. The patient was advised to arrange to get reprogramming done at their appointment tomorrow.